Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found that the luer cap being used by the customer was not sufficient to properly seal the catheter input. The stm performed and passed the safety disk leak test while using the new luer cap. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement, thus no adverse event was reported.